Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for six (6) tests performed on various dates. This MFR. Report addresses test three (3) of six (6). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test kit performed on 12dec2023 on an unknown sample type. Initial testing was performed twice with the binaxnow covid-19 antigen self-test kit on (B)(6) 2023 and (B)(6) 2023, each generating a negative result. Additional testing was performed with the binaxnow covid-19 antigen self-test kit, once per day, for the next three (3) days, each generating a negative result. On (B)(6) 2023 the consumer tested positive at their doctor's office using an unknown brand of rapid antigen test. The consumer indicated they were symptomatic. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for six (6) tests performed on various dates. This MFR. Report addresses test three (3) of six (6). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2023 on an unknown sample type. Initial testing was performed twice with the binaxnow covid-19 antigen self-test kit on (B)(6) 2023, each generating a negative result. Additional testing was performed with the binaxnow covid-19 antigen self-test kit, once per day, for the next three (3) days, each generating a negative result. On (B)(6) 2023 the consumer tested positive at their doctor's office using an unknown brand of rapid antigen test. The consumer indicated they were symptomatic. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.